Event description:
It was reported that the filter a clearlink paclitaxel set appeared to be disintegrating, leaving small particulate floating inside the set. The reporter also stated that the set then begins to have a milky appearance at the top of the filter. Furthermore, the reporter stated that the particulate caused by the degradation of the filter appears to be impeding flow of solution through the filter. This occurred during a patient infusion of unknown chemotherapy medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.